Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported possible output circuit damage was observed via merlin.net. Charges were aborted for the possible output damage. Tech services reviewed noise on both channels. Recommended to find out if emi was the cause of the shorted output stage detection. The device remains implanted.